Event description:
On (B)(6) 2020, the user contacted dario to report an inaccurate blood glucose reading. The user had fallen asleep on the couch, he started shaking and mumbling, the user's wife tested his blood glucose (bg) level, which read 117 mg/dl. The user's wife called the paramedics who tested the user's bg level and received a reading of 22 mg/dl. The paramedics administered an injection to the user and waited with him until his bg level reached a reading of 98 mg/dl. The paramedics called a doctor, who advised the user to go to the hospital, but the user refused. The user takes insulin as needed and 35 units of lantus per day. The user's doctor had recently changed his lantus dosage of 40 to 35 units since the user was having many low readings. While on the call with dario's representative, it was determined that the user's strip cartridge had expired. All expired strips were discarded. Dario's representative sent the user control solution and when received, instructed the user to test with a new cartridge of strips. The user tested and received acceptable readings within range. Dario's user guide, states in the section regarding "factors that may lead to inaccurate results", that the use of strips after the expiration date may lead to inaccurate results. Dario's representative reminded and explained to the user that expired strips can cause higher readings. The user realized that it was his error. Therefore, it can be determined that there was misuse of strips (off-label use). This complaint is not confirmed.